Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an initial implant procedure, the patient's right ventricular lead exhibited low lead impedance values during testing. The lead was explanted and replaced. The patient was in stable condition throughout the procedure.